Event description:
At the onset of bypass a decrease in po2 was immediately noted on the inline cdi blood gas analyzer. After changing to 100% oxygen tank, the po2 was restored to 400 mm hg but the pco was increased to 75 mm hg. It was then noted that the oxygen line was connected to the oxygenator outlet. This is usually impossible due to the design of the connector. After the case, the oxygenator gas outlet was examined and noted to be different from the normal connector with fins to prevent connection by accident.